Event description:
The customer contact reported device touchscreen was out of calibration. The device was returned to the biomedical department from the obstetrics department with an unsigned note that stated, "needs repair." No tracking information was provided; therefore, specific pt information, device programming, or event details were not available. There was unknown pt involvement, no reports of an adverse pt events, no medical intervention, or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.